Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had restricted flow, contained air bubbles,and had a broken plunger with sharp protrusions. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for damaged plunger cap, air bubbles, plunger difficult to move and foreign matter on barrel due to unknown lot number. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had restricted flow, contained air bubbles,and had a broken plunger with sharp protrusions. No serious injury or medical intervention was reported.